Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Edwards created a technical summary to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case per report, it was thought that the valve being placed slightly ventricular and slightly canted was possibly due to the sheath angling more anterior than needed. In addition, patient factors (the tall root and long native leaflets) allowed for leaflet motion restriction causing the aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transaortic tavr procedure the 26mm sapien valve landed in a too-ventricular and slightly canted position resulting in moderate to severe central aortic insufficiency (cai) and requiring the deployment of a 2nd valve. Initially, a balloon valvuloplasty (bav) was performed with an edwards 20 x 3 balloon under rvp without issue. The 26mm sapien was deployed in the native aortic annulus under rvp. Post deployment aortogram with the wire across revealed moderate to severe ai. It was noted that the valve was slightly canted with the non-coronary cusp (ncc) being 40:60 aortic/ventricular and the left coronary cusp (lcc) being 45:55 a/v. It appeared that the ai was all central. The pigtail catheter was used to move the leaflet, which was noted to be moving but not closing fully. The pressures were measured and the diastolic index was calculated at 10mmhg. It was noted that the pre-existing bioprosthetic mitral valve was creating some artifact making pvl and/or cai difficult to determine. It was decided to place a second 26mm valve more aortic to trap the native ncc leaflet. Second valve was positioned 60:40 a/v to the native annulus. Final angio revealed trace cai. Echo revealed no cai and trace pvl. The patient was extubated and transported in stable condition. The native annulus diameter was measured at 24mm via tee. The valve was severely calcified and no aortic root calcification was reported. There was no mitral annular calcification (mac) and no ventricular sepal hypertrophy. Coaxial alignment of the delivery system was good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 27mm. The patient¿s ejection fraction was 50%. As per report, the perceived cause of the too ventricular and slightly canted position was possibly due to the sheath angling more anterior than needed and the tall root and long native leaflets.